Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The reported issue could not be duplicated and the ventilator was cleared for clinical use. No parts were replaced. Evaluation of provided ventilator logs found that alarms for high and low respiratory rate were generated. There are no alarms for high pressure or low minute volume in conjunction with the respiratory rate alarms. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The ventilator passed pre-use check prior and after the event. Since no parts were replaced and received logs do not contain indications of a technical malfunction it is not possible to determine the root cause of the reported issue or the observed alarms in the logs.

Event description:
Manufacturer's ref #: 211341.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption : e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator generated alarms for high or low respiratory rate. Patient harm is unknown. Manufacturer's ref #: (B)(4).